Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot test. The receiver download was retrieved. It was reviewed and no errors related to the complaint were observed. The global receiver test was performed and it passed all the relevant testing. The reported event of initializing screen without manual restart was not confirmed as no errors were observed during log review. A root cause could not be determined.